Manufacturer narrative:
The explanted lead is scheduled to be returned. Should additional information become available, this event would be updated as necessary.

Event description:
--

Event description:
Boston scientific crm received information that during this implant procedure the physician experienced difficulty placing this right ventricular (rv) lead. The lead was inadvertently placed in the left ventricle (lv). A radiologist was called in to verify placement and stated the lead was placed in the rv. One day following this implant procedure, the patient experienced a stroke. A cats scan was performed and the radiologist then verified the lead was in the lv. Heparin was started and the patient was transferred to a different hospital. The lead was later explanted and replaced with a new lead with no further issues.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned for analysis. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.